Event description:
Boston scientific received information that this crdiac resynchronization therapy defibrillator (crt-d) in association with the non-bsc defibrilation lead did exhibit less than 20 ohms shock impedance. In follow-up examination, the following physician manually tested the device system and found the shock impedance to be within normal limits once again. Daily measurements showed shock impedance was otherwise stable around 75 to 80 ohms with the one single < 20 ohms shock impedance reading. No shock had been delivered since implant more than two years prior and then impedance had been 67 ohms. T

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not confirmed.

Event description:
Approximately one year after the above observation, additional information was received that tachy therapies were ordered off by a physician. It was reported that the patient was in the hospital and likely would not be going home. Five months later the device was received by boston scientific quality assurance for analysis with no additional allegations.